Manufacturer narrative:
Attempts are being made to obtain additional information regarding the event. A supplemental will be submitted if additional information becomes available. Device not available for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility the device was sparking. The procedure was completed successfully, but there was an unknown impact to the patient.